Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event. The patient called into dexcom technical support and was observed to be having a low event. The patient seemed distracted and their speech was slurred. Technical support representative could hear the patient's husband talking in the background stating that the patient needed to drink more juice. The patient continued to drink juice, their slurring decreased and they paid closer attention to the questions being asked. Technical support representative asked the patient's husband if they called for medical assistance and he stated no. The patient was asked multiple times if they had taken a fingerstick and they kept replying that they had, but would not give a value. It was indicated that the patient was okay. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. The reported hypoglycemic event could not be confirmed. A root cause could not be determined.